Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the balloon ruptured when inflated between 4 and 8 atmospheres. The balloon lost pressure; however, the stent was successfully implanted using post-dilatation. There were no pt effects reported. Though requested, no additional or pt info was provided.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant info.